Manufacturer narrative:
Only event year is known. Additional device product codes: mni, mnh, and kwp. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that (1) one cervical posterior screw of synapse system (long shank screw) was broken and the patient required another surgery to repair the segment instability. The screw was implanted on (B)(6) 2020 for posterior cervical spinal fusion for fracture correction. On (B)(6) 2020 the patient underwent removal surgery for the broken screw. Concomitant devices reported: rods (part number unknown, lot unknown, quantity 1), screws: trauma (part number unknown, lot unknown, quantity unknown), set screws (part number unknown, lot unknown, quantity unknown). This report involves one (1) 3.5 mm ti cortex polyaxial shaft screw 34 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: visual inspection of the complaint device showed the distal part of the screw tip had broken off. A dimensional inspection was not performed due to post-manufacturing damage. The relevant drawing was reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the distal part of the screw tip had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.